Manufacturer narrative:
Lens remains implanted collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Event problem codes: (B)(4). Evaluation codes: method - (other) - lens work order search results - (other): a lens work order search was performed and no similar complaint was found. Conclusion - conclusion not yet available. Evaluation is in progress. (B)(4). Device remains implanted.

Manufacturer narrative:
Conclusion: based on the complaint history and work order search, and medical review a specific root cause of the event could not be determined. Claim # (B)(4).

Event description:
The reporter stated the surgeon implanted a cc4204a collamer single piece lens in the patient's right eye. The physician reported the patient experienced a hyperopic shift with the implanted lens. Further information has been requested, but none has been forthcoming. See MFR #2023826-2015-00441 for left eye.